Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the left atrium (la) when a clot was noted on the sgc dilator. Within a few seconds part of the clot disappeared but a small piece remained. The dilator was pulled into the sgc while aspiration was performed. Once the dilator was inside the guide, the sgc was removed from the body. The device was flushed again and prepared for insertion. The procedure continued without any further issues. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombosis/thrombus could not be determined. The reported patient effect of thrombosis/thrombus as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.